Event description:
It was reported that the lens was explanted postoperatively by a referring physician to address glare experienced by the pt. This event refers to the pt's left eye. Add'l info has been requested but has not been received to date.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.